Event description:
It was reported that cadd legacy pump foggy lens, damaged rear label, continuously beeping. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating that the event had no patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. Fluid ingression was found on the downstream sensor. It was recommended that the downstream sensor, rear label and lens all be replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.